Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, the patient had a traffic accident in (B)(6) 2012. Afterward, the surgeon noticed a cracked ceramic insert on the x-rays. Therefore, he will plan a revision for a patient on (B)(6) 2013.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection was performed as part of the material analysis report. There was no evidence of manufacturing or material defects observed on the returned alumina insert. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that, the patient had a traffic accident in (B)(6) 2012. Afterward, the surgeon noticed a cracked ceramic insert on the x-rays. Therefore, he will plan a revision for a patient on (B)(6) 2013. Update: additional information confirmed the component that broke was the head and not the insert.